Event description:
On 2025-jan-22: additional information received from patient who reports they met with their healthcare provider (hcp) for their spinal cord stimulator issues and was told nothing was wrong. They state they don't why their devices were moved during their last replacement. On 2025-feb-11: additional information received from patient that no actions have been taken to resolve the bladder implant affecting the scs implant. Issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were multiple issues with an implantable neurostimulator and a spinal cord stimulator. The devices were replaced and relocated too close to the surface, causing significant pain. Parts of the device were reportedly protruding from the patient's back, and the leads were not positioned correctly according to the patient, although the healthcare provider disagreed. There was a potential interference between the bladder stimulator and the spinal stimulator, possibly causing mixed signals. Initially, there was an improvement in symptoms, but no further improvement was noted after adjusting the spinal cord stimulator settings. The patient expressed dissatisfaction with the inability to receive in-person assistance at their residence, as they reside in a nursing home and do not drive. The patient was redirected to their healthcare provider for further assistance. Additionally, there were issues with the implantable neurostimulator not working.